Event description:
It was reported to philips that the system geometry movements were not available.the device was in use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed by moving the patient onto another system. The philips field service engineer (fse) visited system onsite and confirmed that the system could not perform geometry movements. The system log files indicated motor assembly error. Upon troubleshooting, the fse stated that the issue was with the automatic motion controller (amc). To resolve the issue, the fse replaced amc, and performed functional tests, after which the system was returned to use in good working condition. The philips has initiated the medical device correction (2025-igt-bst-012) for amc malfunction. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from (B)(4), effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were update based on the investigation outcome.